Event description:
Nurse reports: pump alarmed but low battery alarm did not show on pump status - catheter revision done and approx 2 days later - pump alarm sounded again, but this time displayed at the pump status screen - pump replacement done.

Manufacturer narrative:
This report is being submitted following an internal audit. Follow-up to obtain event details was attempted, but the reporter was no longer at the clinic and patient/device details were not provided in the initial report. The MFR of the catheter and reason for revision could not be verified.